Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was swimming and when coming out of the pool they noticed that the pump screen was off. The patient removed the battery and replaced it and the pump would not power on. The pump reportedly would vibrate several times and then go off. This report is being made based on the allegation that the pump powered off and would not power back on.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump was returned with visible moisture behind the display lens. The battery compartment was found to be cracked and the battery cap would not secure to the pump. The pump was unable to power up during testing. The pump cover was removed and moisture was found inside the pump. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.